Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that falsely elevated concentrated carbon dioxide (co2-c) results were obtained on five patient samples on an atellica ch 930 analyzer. Calibration and quality control (qc) were within range prior running the patient samples. The customer reran qc, which recovered acceptably. Siemens reviewed the instrument data and observed process errors and several dilution probe aspiration errors. Through siemens remote assistance, the customer replaced dilution probe, ran qc and 2 samples in duplicates for troubleshooting purposes which recovered acceptably. The siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, verified abnormal aspiration errors and a probe crash error. The cse removed the probe, and noted that it was bent, replaced dilution probe and adjusted drain positioning. Then the cse, cleaned integrated multisensor technology (imt) and dilution drains and performed dilution arm auto alignment, which passed. Further, the cse performed extended probe leak test and subsystem auto check, which passed acceptably. The cause of the event is unknown. The instrument was performing within specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated concentrated carbon dioxide (co2-c) results were obtained on five patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results obtained were lower than the initial results and were considered correct. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2-c results.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00119 on 22-apr-2025. Additional information (09-may-2025): siemens further evaluated the event and determined that the bent dilution probe, which was addressed with the service activities mentioned in the initial report, potentially contributed to the falsely elevated concentrated carbon dioxide (co2-c) results. The investigation conclusions code of section h6 was updated to reflect the additional information. The instrument was performing within specifications. No further evaluation of this device is required.